Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 24.5, 40.0, 56.0, 74.0, 100.0, and 144.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the embolization coil winds were offset. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. The complaint reported tortuous and narrowing vessels. During the initial insertion into the patient, this narrowing, tortuous anatomy may have caused some offset coil winds. In addition, if body fluids or other solutions were allowed to dry on the coil before the second attempt, this would also contribute to resistance. Advancing the coil against resistance could cause additional coil winds. Offset coil winds likely contributed to the resistance experienced during advancement and prevented the smart coil¿s inability of being advanced out of its introducer sheath. During the functional test, resistance was encountered while attempting to advance the smart coil out of its introducer sheath and the smart coil could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil into the target vessel and noticed that the smart coil did not fit; therefore, it was re-sheathed and saved for later use. The physician then placed 14 other coils and re-attempted to use the same smart coil; however, resistance was encountered in the middle of the smart coil introducer sheath and the smart coil would not advance further. Therefore, it was removed. The procedure was completed using other coils. There was no report of an adverse effect to the patient.